Event description:
Pt being scanned for mr of the thoracic and lumbar spine. Pt sedated and in pain. Pt complaining of being hot. Pt was sweating perfusely. Technologist noticed artifacts on MRI images. Pt procedure was completed. MFR responded to svc call to correct artifact problem. MFR indicated to mr technologist that the spine coil was overheating. The next morning the pt was checked by the rn for any possible skin reddening or burns at the area of the coil placement. No pt injury was noted. MFR ordered a new spine coil and removed mr coil in question.